Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high scan on the sensor and experienced a loss of consciousness. The customer had contact with a healthcare professional (hcp) who obtained a glucose result of 31 mg/dl as compared to the sensor of 153 mg/dl. The customer was provided unspecified for the diagnosis of hypoglycemia. No further information was provided. The customer received unspecified treatment from the hcp. There was no report of death or permanent impairment associated with this event.